Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Pictures of the device were provided by the user. Based on the provided pictures it seems that the carrier tube and hemostasis sheath were fully mated together and in rear lock position. The anchor was exposed at the distal tip of the sheath and failed to have properly post on the sheath tip. The complaint could not be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the placement of the angio-seal vip 6fr device the anchor did not release from the angio-seal. When they tried placing the angio-seal there was no resistance. After analyzing the angio-seal one could see that the anchor was still inside the sheath and did not work as intended. Additional information was received on 06mar2024: the procedure was an antegrad percutaneous transluminal angioplasty (pta), lower extremity, groin access using a merit 6fr bright tip (prelude) sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, only the angio-seal. A pre-deployment angiogram was not performed. When the angio-seal was pulled back the anchor did not attach on inside of the arterial wall, however, remained inside the delivery sheath. Hemostasis was achieved by manual compression which was the only remaining alternative. The blood loss was maybe 10-20 cc, the artery was immediately manually compressed. Patient was stable.